Event description:
It was reported by a customer that in the middle of a procedure on (B)(6) 2011 error 521 was received from the laser system. Per the customer, the error was unable to be cleared. The customer had to convert to turp to complete the procedure. No pt injury was reported.